Event description:
Over last week facility has had mulitple testing errors due to defective test strips. The monitor reports sample error "26", a filling error. On close examination of some of the test strips that have resulted in errors, it is apparent that the specimen (blood) has not completely filled the "channel" of the test strip. This problem has caused rptr to lance pt's fingers multiple times and many times have had to send pts to lab for venipucture.